Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a fast heartbeat, and congestive heart failure (chf). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed atrial undersensing during the recorded episodes. It was noted the patient was in an atrial arrhythmia at the time of the remote transmission. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic stated the patient has not been seen in-office recently, but the patient did undergo a a-v node ablation procedure completed one week after their ed visit. No reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.